Manufacturer narrative:
The blades and device packaging subject to this investigation were not returned for evaluation. Lot number information has not been provided to permit further investigation. The label for these devices has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, the paper was ripping off the package of 3 blades. It was also reported that the sterile area was not compromised. It was further reported another blade was readily available and there were no delays as a result of this event.